Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator with the remote manager had failed. A field service engineer confirmed that the customer reported a malfunctioning refrigerator and requested the removal of the remote manager (rm), customer unloaded all medications from the unit to ensure proper handling and storage. After verifying that the refrigerator was empty, removed the remote manager along with the associated pyxis cable and handed both items over to customer for secure transport. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator with the remote manager had failed. The customer tried to disconnect the cable to take the refrigerator, but the auxiliary unit was failed so the user need assistance with removing the cabling. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.